Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On an unreported date, the patient was given a loading dose of tergocit 400mg ip, and then started on tergocit 40mg ip three times in a day and tobrameg 40mg ip three times in a day. At the time of reporting, the event of peritonitis was resolving. The root cause of the peritonitis was unknown. Action taken with pd therapy was not reported. The consumer believed that the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.